Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery after 12 to 15 hours. The insulin pump alarmed no power, weak battery, battery out limit, unexpected restart, and motor error. The insulin pump would not turn back on. She was able to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery, occlusion and a21 error tests. The motor was tested outside of the device and passed. No motor error alarm and no a21 alarm noted. The insulin pump passed all operating currents tested within the speciation range and passed off no power test. The insulin pump monitored and tested with no off no power without low battery indicator, no unexpected battery out limit, no weak battery, no low battery alert less than 1 week and no blank display noted. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, minor scratches on the display window and stained end cap sticker noted.